Event description:
It was reported that when using the bd pyxis¿ medbank tower, a message on the screen stated that the drawers were offline. The user was unable to log on to issue fentanyl 100mcg/2ml. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer offline. A technical support specialist (tss) walked the customer through restarting the cabinet using the power switch and restarted all-in-one unit, confirming that the restart was completed successfully. The tss found no failed drawers on the populate buttons screen. The customer reported that the lines disappeared a few seconds after launching the cubex app and confirmed the screen looked fine. The system functioned as intended after the technical support specialist troubleshot the device.